Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 3006705815-2018-01595. It was reported the patient experienced ineffective therapy and discomfort at the ipg site (reference MFR report: 1627487-2018-06257). X-rays were taken but the results are unknown. Reprogramming was attempted but was unsuccessful. As a result, the system was explanted (B)(6) 2018.